Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 586 mg/dl. The pattent was treated with 10 units of insulin. The troubleshooting was performed. The customer change the infusion set and on the second infusion set received a no deliveryt after changing. The customer was offered to troubleshoot for no delivery but customer declined states that he feels the set change corrected that.